Event description:
Hamilton medial ag received the following complaint description (summary): the customer reported that the device alarmed with ¿panel connection lost. The user reported the device failed during the preventive maintenance without patient involvement.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4) ; hamilton medical ags follow up information: log file analysis shows a singular ¿panel connection lost¿ and ¿panel reconnected¿ event due to an interaction panel esm reboot, with no further technical failures or abnormalities recorded. The interaction panel esm return goods authorization is currently undergoing long term testing, however the reported condition has not been reproducible so far. As a result, only a limited logfile analysis can be provided at this stage, together with the note that long term testing is ongoing. A follow up will be submitted once additional details become available. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): panel connection lost was reported. No additional device was required and no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.